Event description:
It was reported that a clinic received an alert for a device in bvvi mode via merlin.net. Patient initiated transmission did not show that the device was in bvvi. The alert was considered a false positive. Patient will be monitored.